Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 915888) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo for confirmatory test". The patient's medical history included cholecystitis in (B)(6) 2013, multiparous, nabothian cyst and bleed in luteal cyst. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral), oophorectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage and uterine haemorrhage had resolved and the abdominal distension outcome was unknown. The reporter considered abdominal distension, genital haemorrhage and uterine haemorrhage to be related to essure. The reporter commented: she had received treatment for all the aforementioned events. The essure inserts are placed, both on the right and the left atraumatically with 4 coils extending into the uterine cavity. The placement is perfectly done without complications. Lot number: 915888, manufacturing date: 2011-10, expiration date: 2014-10 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-mar-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for confirmatory test". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral), oophorectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage had resolved and the abdominal distension outcome was unknown. The reporter considered abdominal distension and genital haemorrhage to be related to essure. The reporter commented: she had received treatment for all the aforementioned events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received. Previously reported event ¿injury¿ was updated to more specified events general abnormal bleeding, bloating, she did not underwent for confirmatory test. Demographics; essure indication (amended) and essure removal date were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding/abnormal bleeding (general)') in an adult female patient who had essure (batch no. 915888) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for confirmatory test". The patient's medical history included cholecystitis in (B)(6) 2013, multiparous, nabothian cyst and luteal cyst of ovary. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal distension ("bloating") and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral),oophorectomy (bilateral)). Essure was removed on (B)(6)2018. At the time of the report, the genital haemorrhage and uterine haemorrhage had resolved and the abdominal distension outcome was unknown. The reporter considered abdominal distension, genital haemorrhage and uterine haemorrhage to be related to essure. The reporter commented: she had received treatment for all the aforementioned events. The essure inserts are placed, both on the right and the left traumatically with 4 coils extending into the uterine cavity. The placement is perfectly done without complications. Most recent follow-up information incorporated above includes: on 21-feb-2020: pfs received. New event 'abnormal uterine bleeding' was added. Lot number added. Patient's medical history was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.